Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the small piece of femoral impactor was broken off when impacting the femur implant onto the femur. The piece was the size of a penny and broken off the inside middle part. This was the only piece that broken off. The piece landed on the floor and was discarded by or staff. No pieces landed in the patient or were left in the patient. This did not delay surgery. Surgeon does not wish to be contacted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 and h3 corrected: h6 product complaint # ==>(B)(4) investigation summary ==> examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.